Event description:
It was reported that the patient presented with left l4-l5 degenerative disc disease. The patient underwent l4-l5 interbody fusion with capstone cage, bmp harvested autologous bone graft, bilateral l4-l5 pedicle screw placement and posterolateral fusion with harvested bone. Per op notes, the anterior aspect of the disk space was packed with bone which was harvested from the facetectomy, laminotomy, and bmp. A 10 x 26 cage was filled with bmp, placed from a lateral to medial trajectory to be centered near midline and countersunk. The remainder of bone was packed out for posterolareral fusion.. There were no complications reported. Reportedly, sometime post-op, the patient developed unspecified injuries.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.